Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the backup controller screw broke when trying to reattach back cover after placing emergency backup battery. No patient was involved. A replacement was requested.